Event description:
Literature was reviewed regarding a simultaneous transapical transcatheter aortic and mitral valve replacement in patients with seve re valve dysfunction: initial experience. The study population included 8 patients with a mean age of 73.1 ± 6.2 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 3 patients were implanted with a medtronic mosaic bioprosthetic valve and 1 patient with a medtronic hancock bioprosthetic valve. Among all patients, adverse events included: severe regurgitation and severe stenosis. A transcatheter valve was implanted valve-in-valve. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: jiawei zhou., et al.. Simultaneous transapical transcatheter aortic and mitral valve replacement in patients with severe valve dysfunction: initial experience. General thoracic and cardiovascular surgery 72:697¿702 2024. 10.1007/s11748-024-02026-w earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.